Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she had three tampons where the string fell out when she tried to push them out of the applicator. She did not use the tampons and discarded them all.